Event description:
Patient had a two level spinal construct l4-s1 6-months ago. The patient experienced pain and x-ray found that one screw was no longer attached to the rod. Everything else was still in place. Based on the description it appears that the rod pulled free from the screw. Patient was revised, construct remains the same however, the rod and screws (3 screws on rod) were replaced. As surgical intervention occurred an MDR is filed to document this event.

Event description:
Follow up report.

Manufacturer narrative:
No anomalies were found with the returned hardware. The issue does not appear to have been device related. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Manufacturer narrative:
Device has not yet been returned for evaluation and no conclusions can be made at this time.